Manufacturer narrative:
(B)(4). Concomitant medical devices: m/l taper with kinectiv technology stem (00-7713-013-00, 60982498). Kinectiv technology modular neck (00-7848-031-01, 60778097). Trilogy acetabular shell (00-6200-058-21, 61526509). Trilogy acetabular liner (00-6305-058-36, 61575784). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06389. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately seven years post initial surgery due to pain, instability, elevated metal ions and repair of abductor tear secondary to trunnionosis. Intra-operative findings included fluid around the joint, the modular neck had corrosion. A ceramic head was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Medical records indicate that the femoral head component was removed, this showed minimal corrosion on the female trunnion attachment and minimal wear. The modular neck was removed as well. This had some corrosion on the trunnion. The female site for insertion of the modular neck was intact. No corrosion was noted. Well-fixed femoral and acetabular components. Some soft tissue impinged around the shell. Some wear noted on the liner. Liner, head, and neck replaced without further complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Visual examination of the returned product identified a circumferential groove pattern is seen on surface of the conical taper of the head and neck. The neck was submitted for further evaluation. A score of 2 corresponds to fretting on more than one tenth of the surface and/or corrosion damage to the head. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause unchanged. This complaint was confirmed based on the provided medical records and returned devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.